Event description:
During coiling of a posterior communicating artery aneurysm, a 360 degree gdc-10 soft coil sr was placed into the aneurysm through a tracker excel-14 microcatheter and deployed into the aneurysm. The connecting cables and power supply were activated. The power supply indicated detachment of the coil and the pusher wire was withdrawn. The coil was still attached to the pusher wire. The pusher wire was advanced into the aneurysm to reposition the coil. At this point the coil detached in the catheter and the pusher wire was withdrawn completely. Attempts to retrieve the coil were unsuccessful; the microcathter jumped into the parent vessel and a length of approx 2-3 cm of the coil remained in the parent vessel. Then the subject device was introduced to attempt to secure the detached coil. The coil was positioned and attached to the connecting cables for detachment. The power supply was activated and registered detachment of the coil. Numeric coil indicators were within normal range, voltage of 11v and ma of .05ma. On withdrawal of the pusher it became apparent that the coil had not detached and it was then re-advanced into the aneurysm. At this point it was noted that the aneurysm had ruptured with contrast extravasation on the angiogram. The coil was reconnected and detachment occured. The pt is to be monitored on itu following CT scan and possible surgery.